Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. (B)(4). Device is an instrument and is not implanted/explanted. No service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instruments were found broken in a field equipment set. A tip for dynamic hip screw/dynamic condylar screw (dhs/dcs) impactor is broken into 2 pieces; the plastic separated from the metal. A dhs/dcs coupling screw tip is bent. No patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device. One dhs/dcs impactor (part number 338.28 / lot number unknown) was received. The complaint conditions are confirmed as the impactor was received with distal tip component broken in the shaft component. A visual inspection and drawing review were performed as part of this investigation. The device was received at cq after service and repair with the repaired tip component (new lot number 4085248). Impact marks were observed on the proximal end of the shaft component and the shaft component was found to function as intended. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device was already broken. As the lot number/manufacturing date is unknown, a review of the current design drawing for the assembly and the tip component was performed. During the investigation no product design issues were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. -all dimensional inspections completed with calipers. The root cause could not be definitively determined as the circumstances at the time of the damage are unknown. The condition is indicative of exposure to lateral forces which resulted in the break of the impactor. The dhs/dcs dynamic hip and condylar screw system technique guide discusses the recommended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the item was broken. The repair technician reported the teflon tip impactor was broken in the shaft. Tip broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: teflon tip impactor (new lot number 4085248). The item is unable to be packaged, so a replacement item will be sent to the customer. The repaired item will be forwarded to customer quality for further investigation. The evaluation was confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.